Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from oberdorf indicated a hospital in great britain reported; during a procedure, surgeon was using a 1.1mm drill bit and it broke. Surgeon used a 1.3mm drill bit and it also broke. An x-ray was taken and surgeon is unable to remove the broken pieces. Two pieces of the drill bits remain in the pt. This is 2 of 2 reports for this event.